Event description:
A hospital in (B) (6) reported to our distributor in (B) (4) that after 2 days of using an rt205 adult breathing circuit on a pt, the heater wire alarm on the humidifier sounded. The rt205 adult breathing circuit was replaced by hospital staff with a new one from the same lot. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint device has been discarded by the hospital. Method: an investigation was carried out based on the event description and on previous experience with similar complaints. Results: it is likely that the heater wire alarm was caused by poor heater wire electrical continuity in the breathing circuit. A lot check revealed one other similar complaint for the given lot number. Conclusion: every breathing circuit heater wire is electrically tested during production. Those that fail are rejected. This suggests the resistance of the heater wire changed after the device was released to market. The humidifier detected this and issued the heater wire alarm. (B) (4).